Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon completed an uneventful laparoscopic gastric bypass on (B)(6) 2012 on a young patient with morbid obesity and obstructive sleep apnea. The surgeon utilized duet trs in the procedure to reinforce the stomach staple lines. The patient was discharged doing well. The patient presented to the emergency room at (B)(6) by ambulance on (B)(6) 2012 having been hypotensive at home and complaining of abdominal and neck pain. Her hemoglobin was approximately 11 by report. The surgeon took her immediately to the operating room for re-exploration. At operation, the surgeon noted approximately 1l of blood in the abdomen. The surgeon did a thorough inspection of all the surgical sites and adjacent solid organs to identify the potential source of bleeding. On inspection of the upper abdomen, the surgeon noted there was clot along the membranous portion of the diaphragm. The surgeon irrigate this area and discovered the duet trs biosyn / staple complex stuck into the diaphragm. Upon reducing this, pulsatile blood was encountered through a small hole in the diaphragm. The surgeon was able to control the hemorrhage with suture. There was significant blood loss resulting in a hemoglobin of 7 which almost necessitated blood transfusion. Post operatively, the patient has had a sluggish, but favorable recovery of her energy and bowel function. Upon further questioning about mechanism, the surgeon stated, he believed the overlapping edge of biosyn and staples had mechanically eroded through the diaphragm and into a blood vessel running along the diaphragm.

Manufacturer narrative:
(B)(4).